Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the available information, the poor image resolution was due to the procedural circumstances. Based on the available information and without the device to analyze, a definite cause for the reported single leaflet device attachment (slda) cannot be determined. It is possible that user technique/procedural conditions in conjunction with patient anatomy and challenging visualization possibly resulted in the reported issue; however, this cannot be confirmed. The reported patient effect of unchanged mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The unchanged mr is the result of procedural conditions as the slda resulted in unchanged mr. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment treated with surgery. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr) in a patient that also had aortic regurgitation. One mitraclip xtr was implanted, but a single leaflet device attachment occurred. The physician decided to perform a surgical mitral valve replacement and an aortic valve replacement. The patient tolerated the surgery well and was extubated from the ventilator the same day post-operatively. The patient was able to be sitting up in a chair that same day. No additional information was provided.